Manufacturer narrative:
Sections with additional information as of 15-oct-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned strips: high results. No defect found on returned meter. Root cause: rc-061: storage outside specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 200, 203, 575 and 256mg/dl. Customer stated she was not having any symptoms of hyperglycemia when she tested at 575mg/dl. The customer¿s expected fasting blood glucose test result is 120mg/dl and expected blood glucose test result one hour post meal is 135mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 134mg/dl using true metrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/15/2022 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: (B)(6).